Event description:
The rptr stated that she had gotten the er1 message twice. She did not give any specific details, but reported that she had increased her oral medication. She stated that she was not experiencing any symptoms, and that she did not seek medical advice or treatment.